Event description:
During surgery, the aisys carestation alarmed "vaporizer failure" and delivery of anesthetic agent stopped. The aisys was rebooted and worked for a short time before giving the same alarm. Patient was converted to total IV anesthesia. Eventually a different agent cassette was inserted, the machine rebooted, and functioned for the remainder of the case. A review of the alarm log indicates there was a desflurane cassette "temp fail" event. Once the temperature fail event occurs, agent delivery is stopped until the machine is rebooted. Replacing a defective cassette will apparently not restore agent delivery without rebooting. Rebooting stops the mechanical ventilation for several minutes while the boot sequence completes. During this time, the patient must be manually ventilated and there is no agent delivery. This increases the risk of patient awareness during surgery.